Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information become available. (B)(4).

Event description:
An ophthalmic surgeon reported toxic anterior segment syndrome (tass) problems following cataract with intraocular lens implant procedures since (B)(6) 2011. They have taken several different measures to remedy the problem, without resolution. They have had their products sterilized at another site, but during this period other cases of tass still occurred. Additional information has been requested.